Event description:
It was reported that the patient was dissatisfied with the inflatable penile prosthesis (ipp) and wanted spectra concealable penile prosthesis (spp) due to fluid loss from the system. The entire ipp system was removed and replaced with spp. No further issues were reported in relation to this event. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.